Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. One clip was implanted. To further reduce tr, an additional clip was inserted. Upon inserting the clip, air entered the device. The physician aspirated the triclip steerable guide catheter (tsgc). The physician decided to removed the triclip delivery system (tcds) and replace the tsgc. The addition clip was then implanted, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak. The reported unexpected medical intervention was a result of case-specific circumstance as additional aspiration was performed. There is no indication of a product issue with respect to manufacture, design or labeling.